Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure? Date, indication and approach of initial surgical procedure when mesh implanted? Other relevant patient history/concomitant medications? Were there any intra-operative complications? When did the bleeding occur? What was a source of bleeding, bleeding volume and treatment? When was the mesh erosion first noted by a physician? Date and findings of vaginal portion removal of mesh? What is physician¿s opinion as to the etiology of or contributing factors to these events? What is the patient's current status? Product code and lot number?

Event description:
It was reported that the patient underwent a sling procedure on unknown date and the mesh was implanted. The patient experienced post-op bleeding, eroded both sulci and underwent a mesh removal of vaginal portion. The device is still implanted. Additional information has been requested.